Event description:
A hemodialysis catheter was removed from a patient's left internal jugular (ij) vein. While maintaining pressure on the left ij vein, the physician administered the d-stat flowable hemostat into the tissue tract of the left ij vein access site to control bleeding. The patient became unresponsive and "coded." The patient later expired. No information is available at this time regarding the cause of death. Use of the d-stat flowable product in this manner represented an off-label use of the product.

Manufacturer narrative:
The device was used for an unapproved indication.